Event description:
The hcp reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. When the device was removed from the patient delivery system, the capsule was still attached. No serious injury to the patient was reported.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.